Manufacturer narrative:
Report source: complaint received from (B)(6). Device manufacturing date not available due to the toothbrush being discarded by the consumer and not being returned.

Event description:
Consumer called stating that they noticed a slight burning odor and their sonicare toothbrush was braised. No injury reported. No property damage occurred.